Event description:
This report is based on information provided by philips remote service personnel and will be investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that the display has a couple of chips in it and is damaged. There was no patient involvement at the time of the event, therefore no patient or user health consequences or impact occurred.